Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, the contact reported the cartridge was leaking. The contact also reported the pump would not allow a full 300 units to be put in "as it says she has too much on board." There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the cartridge leaking could not be completed as the cartridge was not returned. No failure related to the reported battery issue and alarm issue was identified.